Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that the patient had faced issues with one infusion set, specifically that the cannula may not have inserted properly, resulting in the patient not receiving the insulin that had been being delivered. The infusion set had been in use for about two hours. The patient's blood glucose level at the time the issue was noticed was 22 mmol/l. The patient resolved the issue by replacing the infusion set and successfully resumed insulin deliveries. The patient did not experience frequent or recurring infusion set issues. No further information available.